Event description:
It was reported that during a video assisted thoracic surgery lobectomy, the device could not be fired at the 1st stroke of the 2nd firing when the device was used on the pulmonary artery. Although the manual release button was pressed, the firing trigger could not be moved. Small incision was made, the patient side was ligated and the specimen side was cut with another device, then the device was removed from the patient. Another competitive device was used to complete the case. After the operation, the patient's condition was stable. The device was fired properly at the 1st firing when the device was used on the superior pulmonary vein. The doctor commented that he might have touched the firing trigger during approaching the device to the pulmonary artery. After the device was received, the sales rep opened the jaws without difficulties.

Manufacturer narrative:
(B)(4). Information is unavailable; after multiple attempts the device was not returned for evaluation.

Manufacturer narrative:
(B)(4). Premature sled movement the sc45a device was received for analysis with no visual non-conformances and with an ecr45w cartridge reload loaded in the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted and the release button worked as intended. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. What troubleshooting steps were taken to open the device? ---the doctor pushed down the manual knife reverse switch, then pressed the anvil release button in order to open the jaws. However, it is not sure whether he completely grasped the firing trigger after he pushed down the manual knife reverse switch. The doctor also said that he probably had made a mistake in manual release steps of the locked device. Is there a video? ---we have no information. What color cartridge was being used? ---white(ecr45w). What other color cartridges were used before and after this event? ---ecr45w was used on the pulmonary vein before this event. Was buttressing material utilized? If so, which product? ---we have no information. Was the instrument fired across or near an existing staple line or clip? ---no. Were any unexpected noises heard? If so, when? ---we have no information. Were any of the forces higher or lower than expected (closing, firing, or opening)? ---closing force was normal. And since firing force was higher than expected, the device could not be fired. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---after the device was removed from the patient with the jaws closed, the sales rep tried to open the jaw in front of health professional. However, since lockout symbol had been displayed in the indicator, he returned the knife to the home position with the manual knife reverse switch and the firing trigger. And he could open the jaws without any difficulties. Was there any difficulty removing the device from the tissue? --- no. In addition, the device was removed with the jaws closed after the patient side was ligated and cut and the specimen side was cut with enseal device. What were the patient's pre-existing conditions? ---we have no information. How long has the surgeon been using this device for this procedure (in years)? ---we have no information. Has the surgeon been inserviced? ---yes. Were there any changes in the patients post operative course as a result of the additional incision? ---probably yes. In addition, the patient is getting well."